Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an unknown blood glucose (bg) level; cause was not known. Glucose was administered by paramedics to address the bg. No additional information was provided.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) after being found unconscious with a low blood glucose (bg) level; cause was not known and the specific value was not provided. Glucose was administered by paramedics to address the bg. Customer has not been discharged from the ICU and still remains in a coma, where permanent damage is suspected but not confirmed. Multiple attempts were made by technical support to obtain additional information; however, no additional information regarding this event was provided